Event description:
A caller reported a malfunction on a pump, specifically identified by the malfunction code "malf 6." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resuming insulin on the pump after it was already restarted, and the customer was advised to continue using the pump while being instructed to call back if the malfunction code recurred. The caller acknowledged and understood the instructions.